Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been performed, however not received to date: please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID; age or date of birth; bmi; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Current patient condition? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an vertebral correction surgery on (B)(6) 2020 and topical skin adhesive was used. The patient came back to hospital and suffering from post-op inflammation and wound secretion. The wound was debrided and patient released to home with observation. Additional information was requested.

Manufacturer narrative:
(B)(4). The following information was requested and obtained. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. --unknown what prep was used prior to, during or after dermabond advanced use? --unknown was a dressing placed over the incision? If so, what type of cover dressing used? --unknown is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? --unknown is the patient hypersensitive to pressure sensitive adhesives? --unknown were any patch or sensitivity tests performed? --unknown patient demographics: initials / ID; age or date of birth; bmi ; --unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) --unknown does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). --unknown current patient condition? --unknown